Event description:
Customer called to report she was having trouble entering the bolus amount into the insulin pump. Blood glucose reading was over 230 mg/dl. Troubleshooting was performed. No anomalies were noted. Advised the customer that the insulin pump was functioning as designed. Customer also mentioned having received a few no delivery alarms during infusion set changes. Advised to monitor the insulin pump and call back if issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).